Event description:
The ge oec 9800 fluoroscopy sys displayed a filament regulator error code. The sys required a reboot to restore function and complete procedure.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found the battery charger voltage low and adjusted accordingly. Regulator filament calibration was performed. The sys was tested and found to be functioning as intended. The sys was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.